Event description:
Reportedly, the user had a trauma at the implant area, resulting in a linear fracture of the temporal and the parietal bones with epidural hematoma formation. The implant has been explanted.

Manufacturer narrative:
Conclusion. Device investigation did not reveal any device defect or damage. According to the available information, the user suffered a severe head trauma with temporal and parietal bone fractures, involving also the implant site. Thereafter, the device has been explanted. During investigation, the device operates within specification. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user had a trauma at implant area. A linear fracture of the temoral an parietal bones was found. The implant has been removed and re-implantation on the contralateral side is planned.